Event description:
The covidien representative in (B)(4) received a report that during the routine changing of a pt's tracheostomy tube, there seemed to be a leak and the pt was not ventilated properly. The tube was changed and replaced, as scheduled with another 8fen tracheostomy tube with the sam lot number and the same problem was observed. The tube was removed, and the pt was fitted with another tracheostomy tube from a different lot successfully.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed.